Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 11jan2019. (B)(4). Reporter phone number unknown.the philips service engineer (se) inspected the device. The se replaced the power switch overlay and the ventilator passed all tests.

Event description:
It was reported that the ventilator light emitting diode (led) was not working. Reportedly, there was no visual or sound alarm present at the time of the event. There was no patient involvement. The event date was not specified; estimate used.